Event description:
The hcp reported telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. The patient was to come to the office last week for a refill but cancelled the appointment. Per the hcp the patient heard the alarm 2 days before the day of the report. Upon interrogation the logs showed lra occurred on (B)(6) 2013 and empty reservoir alarm occurred on (B)(6) 2013. The patient had no efficacy changes i.e., increased pain at the time. Additional information reported later the same day noted the hcp was able to aspirate ~1ml when refilling the pump so it appears the reservoir never went completely empty. The hcp reported that they wanted to be conservative and decrease the dose by about 30% so updated the fentanyl to 100mcg/day (secondary medication doses will drop accordingly) and would increase it again to the previous level on the following monday. The pump was refilled with updated reservoir volume of 40ml and the new dose as noted and updated the low reservoir volume. The pump was used to deliver fentanyl, cloni dine, baclofen, and dilaudid. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).